Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that this rv lead insulation was compromised during the slitting of a site selective pacing catheter (sspc) nxt 2.5 sheath.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported.